Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the device lifted the skin instead of cauterizing when using the diathermy ball.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.